Event description:
Patient with pre-existing hepatitis c and cryoglobulinemia received collagen injection land complained of flu-like symptoms and liver pain patient felt was flare up of hepatitis c or cryoglobulinemia. No medications prescribed. Event being reported in good faith due to prior understanding to report to FDA all events potentially autoimmune in nature regardless of determination of causality. Physican indicates event is probably not related to the collagen material.